Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead impedance warning for high/undefined rv coil impedance. The lead was replaced. It was also reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.